Event description:
No osseointegration, primary stability was achieved, no thread tap used, implant was completely covered by bone, immediate implantation, pain, inflammation, mobility, diabetes mellitus.